Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 8.0 and 6.0 inr. The corresponding lab result reported was 3.4 and 3.2 intr, the first comparison was performed on 2/13/2006